Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The head of the attachment exceeded acceptable standards due to debris buildup within the cap button, causing it to remain in the depress position during use. This then made contact with the set assembly during use, producing heat. Also, a DHR review was conducted with no discrepancies noted.

Event description:
In this event, a doctor reported that an estylus 1:1 handpiece reportedly overheated. There was no injury or intervention.